Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had only partial display. It was reported that insulin pump was dropped and failed self-test. Customer's blood glucose was 156 mg/dl. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with missing segments/partial display due to a cracked zebra connector. Unable to perform functional tests due to the display anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken reservoir tube lip and a cracked lcd window.